Event description:
2006 - per facility, the pt was initially treated with gore contralateral leg device(s) and the device(s) failed. 2004 - gore excluder bifurcated endoprosthesis device(s) were explanted. The pt was converted and a gor-e-tex vascular graft was placed successfully. Pt status is fine. The device(s) are not being returned for evaluation. No additional info is available regarding case details.